Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was observed by the philips bench that the monitoring port pins are discolored and disfigured. There was no reported patient involvement.